Manufacturer narrative:
Information was received indicating that there was no patient involved in this event. Device evaluation completion date: 11/20/2019. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a damaged housing. During analysis, the device was powered up and it alarmed ec1261 which is an issue with the circuit board. Service will replace the circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error 1261". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.